Manufacturer narrative:
A photo was returned showing the plum set. No air was visible in the line. No samples were returned for investigation. The reported complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. (B)(6).

Event description:
It was reported that, on an unknown date, a plum set allowed air to enter the line. The tubing generated a ¿distal air¿ alarm. The issue was happening primarily with iron infusions (darker color) but lately, the pumps have been running distal air to the amount shown in the photo provided. The drugs involved are cytotoxic. There was no patient harm reported.